Event description:
The pt was in his late 60's who had an external ventricular drainage system placed. The unit had been in place less than 4 hours when the (csf) cerebrospinal fluid leakage was noted. Approximately 100cc drained onto the floor. The pt did not incur any injury as a result. The drainage bag was found to have a hole in it about an inch from the bottom of the bag. The unit was replaced. The event occurred in (B)(4) 2013.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.